Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing and noise were observed following the delivery of a shock. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.